Event description:
(B)(4) has received a patient complaint about an incident involving a rollator allegedly imported an distributed by (B)(4). The claimant's daughter stated that her father was in the bathroom after he finished using the toilet, the family assisted him to stand up and sit on the rollator. In the course of exiting the bathroom, one of the front wheel forks broke causing the claimant to fall backwards and hit his head and back. The claimant was taken to a hospital and diagnosed with fractured vertebra. This MDR report is based on the information provided by the claimant's daughter.